Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided if explanted; give date: n/a (not applicable). The intraocular lens remains implanted in the patient's eye. Phone: (B)(6) device evaluation: device was not returned; the particle could not be collected for return and the lens remains implanted. The reported complaint was not confirmed. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A review of complaints revealed no additional investigation requests for the production order has been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It has been reported that after a perfect preparation and implantation, the doctor thought that she saw a lens coloured particle. She got it out of the eye by irrigating/aspirating. No patient injury, no wound enlargement. The particle could not be collected. The lens remains implanted. No secondary surgery or medical intervention has been required. No delay in procedure. All information available has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.